Event description:
The account alleged that the when the brakes are engaged the brakes would not hold. No patient impact.

Manufacturer narrative:
The account replaced the brake detent to resolve the issue.